Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range. The customer would change the infusion set site and deliver a correction bolus. As the customer and pump were not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.